Event description:
In 2008, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In 2009, the patient developed back pain, and computed tomography showed a contained rupture of the aortic aneurysm, along with a slight type iii endoleak at the junction of the contralateral leg and trunk-ipsilateral leg endoprostheses. An iliac extender was placed to resolve the endoleak, and the patient tolerated the procedure. The physician attributed the endoleak to an angulated aortic neck.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional devices pxc181400. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.